Event description:
The customer reported there was no image on the monitor. The wire was cut.

Manufacturer narrative:
(B) (4). The system was repaired and returned to the customer. The system now operates as intended.